Manufacturer narrative:
Analysis of the tunneling tool had shown that the threads of the tool were damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screw thread of the tunneling tool's tip has a defect that the changing pieces are not able to fit in. It was discovered before using it on the patient, thus, no signs or symptoms were shown in this event. Different head pieces were switched and tried to fit in the trocar, but none of them were able to fit in. Water was used to lubricate the screw but the results were unsatisfactory. The device is expected to be returned. 2021-jan-05 (for, rep): no new information. 2021-jan-08 (for, rep): no new information. 2021-may-10 , email x1 (rep, for): no new information. 2021-05-26 email (rep, for) nni.